Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "left total knee. The revision today was secondary to tibial loosening. No further information available from doctor or hospital." A ps knee was revised to a ts knee with stems and augments. Spoke to the rep. This surgeon does not do tibia-only revisions, so the entire construct was revised. Rep confirmed there are no allegations against the revised femur or insert. Patellar component was retained.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: conclusion/assessment: no medical information, records, history, sequential x-rays or operative notes were provided for review. Based on the pi report, a single ap x-ray, and implant sheets, it appears that a revision surgery was performed for loosening of a tibial component. Rather than revising the tibia alone, the entire construct other than the patella were revised as the surgeon does not perform tibia only revisions. A ts revision was performed with augments on the femur and tibia, stems up and down, and a tibial cone. The outcome of the revision was not conveyed. Event confirmation: loosening of a tibial component can be confirmed based on an x-ray and the pi report. A revision can be confirmed by the pi report and an implant sheet. Root cause: the root cause of the revision surgery was tibial loosening. The root cause of the tibial loosening cannot be determined from the data provided. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening. Loosening of a tibial component can be confirmed based on an x-ray and the pi report. A revision can be confirmed by the pi report and an implant sheet. The root cause of the revision surgery was tibial loosening. The root cause of the tibial loosening cannot be determined from the data provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.